Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
The customer reported via phone call on (B)(6) 2017 that the insulin pump was cracked and is now being held together by tape. No blood glucose was provided. No symptoms or treatment were reported. Troubleshooting for cosmetic damage was performed and found cracks around the lip of the reservoir. Product was returned for analysis.